Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged inpen app was not recording the exact doses dialed on the inpen and customer was not getting enough insulin every time. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed and indicated that dose log difference was always 0.5 units. Customer confirmed insulin delivery by dispensing a 2 unit prime in the air. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. The product mmt-105nngyna will be returned for analysis.

Manufacturer narrative:
Unit paired successfully to commercial app. Unable to perform wireless and functionality, displacement dose accuracy test, and leak test due to missing injection foot. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. Unable to verify alleged possible under delivery anomaly due to missing injection foot. Unable to verify customer's complaint for dose log inaccuracy due to missing injection foot. Missing injection foot was confirmed during visual inspection. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.